Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked between the valve. This was identified during use with an automated compounding device (acd) hardware. There was no patient involvement. No additional information is available.